Manufacturer narrative:
The reported event of device removal was due to discomfort. Upon receipt, interrogation of the device revealed it was above elective replacement indicator (eri) when received. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported, that the patient requested the device be removed, because it was bothersome. There were no adverse health consequences, the patient was stable.